Manufacturer narrative:
Continuation of d10: product ID th90q02 serial# (B)(6) product type product ID a52300 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient called in because they wanted to know if they could undergo an MRI. Patient didn't have any details ready, but agent explained they should be able to see if they're eligible on their handset. Patient then noted they have not been able to communicate for about a month and that they had spoken to someone at the company who did troubleshooting with them but told them to get back to the hospital instead. Agent ordered a new th90q02 for the patient. Patient will call back about MRI tomorrow. Patient was notified that they should call back if there is a problem with the delivery of their new product. Additional information was received from the manufacturer representative (rep). The rep restated previously reported information. The also reported that a new handset kit was sent to the patient. However, the patient is getting a device not found message. The rep referred the patient to the hospital for this to get checked. The communication issues were not resolved through a new handset.

Manufacturer narrative:
B3: date of event updated to 2025-feb-03. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received. It was reported that the handset and ins do not connect. The handset connects to the communicator. However, it will not connect to the ins. Additional information was received. It was reported that the cause was determined. The patient was using the wrong app. The steps taken for resolution was patient education. The issue has been resolved.